Event description:
It was reported that the patient had intermittent pocket site pain after going through airport security in (B)(6) 2011. The patient had a burning sensation in the pocket every few months. Outside of the intermittent pain the patient was very satisfied with her symptom relief. No further investigations or diagnostics were performed to mitigate the patient¿s intermittent pain and burning sensation to the knowledge of the reporter.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # v689338, implanted: (B)(6) 2011, product type lead. (B)(4).